Event description:
It was reported that six months after implant, right ventricular (rv) lead perforation was noted. The patient complained of continuous chest pain, was hemodynamically unstable, and had cardiac tamponade. The rv lead also exhibited lower sensing values. Lead revision was done, the lead was drawn back and the perforation was sutured. The lead remains in use. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 407652 implantable pacing lead 2013-(B)(6), 419478 implantable pacing lead 2013-(B)(6). (B)(4).